Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the advia chemistry triglyceride concentrated reagent (trig_c) does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life for kit lot 365096. Internal testing indicates that a patient bias (-7% to -12%) may be seen at concentration levels from 550 to 600 mg/dl (6.22 to 6.78 mmol/l). Linearity is reduced by approximately 50% at triglyceride concentrations approaching the upper end of the extended range of 1100 mg/dl (12.43 mmol/l). Quality control (qc) material may not detect this issue depending on the triglyceride concentrations in the qc material. Siemens internal testing has confirmed all other in date lots are currently meeting linearity IFU claims. However, as a precaution, until root cause is determined, a short term mitigation of reducing the expiration date to 6 months for all lots of advia chemistry systems triglyceride concentrated has been implemented. An urgent field safety notice (ufsn) chc16-03a.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03a.a.us was sent to us customers in august of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lot 365096.

Event description:
Customer was running quality control and confirmed a linearity performance issue exhibiting reduced upper end recovery below 500mg/dl with advia chemistry triglycerides concentrated assay (trig_c) kit lot 365096. Customer moved to a new lot of trig_c (kit lot 379597) which performed with better recovery. System is fully functional. No further action required. There were no reports of patient intervention or adverse health consequences due to the reduced upper end recovery below 500mg/dl.